Event description:
Rep called to say the r wave sensing dropped from 13 mv to 1.8 mv following a cardiac catheterization study. Thresholds were normal. Impedance only dropped slightly. Provocative testing showed nothing. Suspected lead microdislodgement as a result of the catheterization procedure. Patient does not want a lead revision done. Recommended reducing the minimal threshold and shortening the upper threshold period. No adverse events noted. Patient doing well otherwise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.